Manufacturer narrative:
Incident reported by hospital. Microline surgical is awaiting the return of the device so that an investigation can be performed.

Event description:
During the robotic surgery in gastrointestinal ward I, it was discovered that the clip applicator and titanium clip failed to fire consecutively (not for the first time) during use. When attempting to replace the disposable titanium clip, it was found that the clip applicator and titanium clip could not be separated. The clip clamp cannot be fired in the abdominal cavity due to continuous firing. Failure to fire during surgery poses a risk of uncontrollable bleeding or damage to tissues and blood vessels.

Manufacturer narrative:
Product has not been returned. No additional information can be provided.

Event description:
During the robotic surgery in gastrointestinal ward I, it was discovered that the clip applicator and titanium clip failed to fire consecutively (not for the first time) during use. When attempting to replace the disposable titanium clip, it was found that the clip applicator and titanium clip could not be separated. The clip clamp cannot be fired in the abdominal cavity due to continuous firing. Failure to fire during surgery poses a risk of uncontrollable bleeding or damage to tissues and blood vessels.